Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was not transparent and had a slight discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Another potential root cause could be due to excessive bruxism which could have caused the anchor to break. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
The patient's ethnicity/race was reported as white by the healthcare professional. The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Event description:
A healthcare professional reported that the anchors broke on an endsnorz sleep appliance (silent nite 3d) device. Per the report the healthcare provider did not observe any patient symptoms or permanent injury and no medical and or surgical procedures were required.